Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore a pod for 12 hours on the same arm where a previous pod had been applied, but in a different location. The patient presented to the emergency room due to discomfort. Upon removal of the pod, as recommended by the healthcare provider, the pod site showed signs of redness, swelling, irritation, and pus indicating a possible infection. The patient's blood glucose level was measured at 21 mmol/l. The patient was treated at (B)(6) hospital and prescribed cefalexin for 5 days. The patient was discharged after 6.5 hours, and a new pod was placed. The pod was discarded.